Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. A percutaneous coronary intervention was being performed. The 3.00 x 16 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. However, during the procedure, it was noted that the stent stripped an artery. No further patient complications were reported.